Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose level. Customer stated that the doctor immediately correct blood glucose level and her blood glucose level was normal. Customer stated that the did displacement test and it was passed. The insulin pump will be returned for analysis.